Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and discovered that the reticulocyte and differential scatter was not adjustable due to the ls (light scatter) preamp had malfunctioned, resulting in the latron control failures reported by the customer. The fse replaced the ls preamp module and adjusted the reticulocyte and differential scatter resolving the reported issue. (B)(4).

Event description:
Customer reported the latron control failed when the light scatter mean was low when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.